Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The field service engineer (fse) performed troubleshooting and determined the flow sensor assembly required replacement. The customer was provided a quote; however, the purchase order was not received from the customer to complete repairs. No parts returned to failure investigation (fi); therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the air flow accuracy was out of range. The customer reported no patient involvement.